Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified ring is no longer attached. Ceramic head remains seated upon return. Lot is hard to capture in the photo but was able to be confirmed during evaluation. Liner shows nicks and scratches to all areas. Anti rotation scallops show indentation damage. Liner tabs are deformed and exhibit gouge damage. Constraining ring shows scratches from use. Metal abrasion damage is noted on the top side and the raised area from head dislocation. No other damage noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised approximately four years post implantation due to pain and recurrent dislocations. A constrained liner and ceramic head were placed. The patient was revised a second time another four years later due to a dislocation. A closed reduction was attempted in the ER, but ultimately the head and liner were revised with another constrained liner and ceramic head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: displacement of the constraining portion of the right hip arthroplasty. The complaint was confirmed based on the returned device and medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat #: 00877703202/ bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 / lot #: 2992422 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent revision procedure due to a dislocation the liner and head were removed and replaced. Attempts have been made and no further information is available.